Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the placement of the left ventricular lead, the patient stopped breathing. Cardiopulmonary resuscitation was attempted and failed. The patient had a history of low ejection fraction and drug and alcohol abuse. The patient passed away. The cause of death was requested and was not available.